Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular lead. The lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.